Event description:
New information provided an explant date of (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during routine follow-up of an asymptomatic patient, the device pocket exhibited early signs of erosion. The pulse generator was explanted and replaced with a smaller variant on an unknown date. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.